Manufacturer narrative:
Exact date unknown, event occurred about two weeks ago.

Event description:
It was reported that the patient was having difficulty charging and taking some time to charge. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was discarded.